Event description:
It was reported that customer experienced continuous glucose monitor error and was unable to continue sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed error did not recur, and then successfully started new sensor session.